Event description:
It was reported that customer's blood glucose level was 499 mg/dl. Customer's blood glucose level is 309 mg/dl. Customer stated that they have a back-up plan. Customer has treated with a manual injection. Insulin pump will be replaced due to physical damage. Customer also had a low blood glucose level of 33 mg/dl yesterday morning. Customer stated that she has been experiencing low blood glucose levels. Customer was not admitted as an inpatient for medical treatment. Customer was disconnected during the rewind/prime sequence. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.